Event description:
A customer reported that during a cataract intraocular lens (iol) implantation surgery, the footswitch "failed." An alternative footswitch was used, but the issue persisted. Subsequently, the system was exchanged, and the pt was administered general anesthesia to complete the case following a 90 min delay and prolonged anesthesia. There was no harm to the pt.

Manufacturer narrative:
A company rep examined the system and confirmed the reported event. A system message (eeprom read failure) was observed. The company rep replaced the footswitch, performed a functional test, and confirmed system and footswitch operated normally. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).